Event description:
It was reported that the patient had a loss of therapeutic effect. All of the sudden the patient had urine leakage and within the last 2 weeks, they had increased stimulation from 1.90v to 2.20v. The urinary tract infection (uti) test was negative. The patient didn¿t call their managing health care provider (hcp) and would need to make a follow-up appointment. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0lmr1, implanted: 2014-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but had not sought further help. The patient just had another medical procedure and could not see their health care provider (hcp) for 2 more weeks.